Event description:
It was reported that a non-union occurred at a medial fracture site. The surgeon believed this was due to a metabolic issue. The patient had stopped taking their vitamin d. Date of original implant given as (B)(6) 2012. The heads of three cortical screws broke. The original plate remained intact but was replaced with a new plate and new screws. The surgeon opted to leave the core of the three broken screws in the bone. A total of seven new screws were used, four cortical and three locking. This report is for an unknown screw. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.